Manufacturer narrative:
Initial and final MDR (B)(4) -device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced events on (B)(6) 2025 where infusion set tubing was detached from hub. The issues occurred with two similar types of infusion sets used before three hours. The customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-05965. Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007372, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007372 was manufactured according to the work instruction (wi) version 114 and manufactured in the line inset 10 on 04/jun/2024, with a total of (B)(4) units. Glue tubing device history record (DHR) review: the lot 4e03612 was manufactured according to the wi version 07 manufactured in the machine itl01, on 01/jun/2024, with a total of (B)(4) units. The lot 4f00172 was manufactured according to the wi version 64 manufactured in the machine sc09, on 05/jun/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No non-conformance (nc) raised during production related to complaint code, no thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.